Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have a low torque. The grip ring at the proximal end was dislodged causing the grips to be unable to close. The instrument passed the electrical continuity test at the distal and proximal end. A visual inspection showed no damage to the electrode. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed the homing test. The system logs review showed no errors. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the jaws of the synchroseal would not close. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury.